Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an elective pacemaker replacement due to normal eri, the patient experienced syncope. The suspected cause of syncope was oversensing on a non-abbott pacemaker resulting in intermittent inhibition of pacing. Further testing and reprogramming was completed in attempt to provoke a device malfunction with no success. The patient experienced syncope again resulting in traumatic head injury. A lead revision was performed and no lead damage or abnormalities were noted on the lead. The physician suspects a connection issue between the lead and pacemaker. Further information was received that the patient expired due to pneumonia, which was a complication of the head trauma.